Event description:
During the procedure the physician was unable to get the guide catheter past a stenosis in the left vertebral artery so a microcatheter and a guidewire were advanced through the guide catheter and beyond the stenosis. The guidewire was removed and replaced with another guidewire and the microcatheter was then removed. The guidewire lost its position in the vasculature so this maneuver was repeated. Following withdrawal of the microcatheter the physician noted that the distal tip of the microcatheter appeared stretched and 2 to 3mm of the braiding in the distal end was visible. The patient is reportedly in stable condition.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Event description:
Customer reported receiving erratic readings on his freestyle lite blood glucose meter. Customer reported receiving readings of 424 mg/dl and 129 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent once the investigation is completed.